Manufacturer narrative:
Additional information has been provided in d9 and h6.

Event description:
It was reported that a patient implanted with both the rp flex and the impella 5.5 and supported by an automated impella controller had a pump placement signal lost after a coughing episode. The patient was in critical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received that reports "cxr shows good placement. Flex was placed in the or this past saturday day. A new rhc was done today and swan was left in. We dropped to p2 prior to swan placement and resumed previous p level once swan was in place. Patient had an a lengthy coughing fit tonight when this signal went out- he has a significant gag reflex. Flex is placed rij. Swab lij. Inlet on tte this afternoon showed it nearing the ra wall."